Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the dieckmann intraosseous infusion needle luerlock connection was leaking. There were no adverse effects reported due to the event and no report of an additional procedure. This complaint is related to MFR# 1820334-2018-03778.